Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: a review of the black box demonstrated that the pump delivered insulin at the programmed basal rate until it powered off and the deliveries were never resumed at power up. No unusual voltage fluctuation was found. The rewind, load, and prime steps and the 24 hour testing was performed successfully. The battery compartment was undamaged and the returned battery cap was intact and able to fit securely. All electrical currents were within specifications. No overheating or alarms occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The temperature complaint was unable to be duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.